Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime as a result of a loose drive support disk

Event description:
It was reported that the customer's insulin pump alarmed. No further information was provided.